Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that a zero tip basket device was used during a ureterolithotomy procedure. Reportedly, post procedure it was found that the front four claws and the coating of the basket was detached outside the patient. The procedure was completed with another of the same device with no patient complications.